Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during coiling on pelvic varices and while attempting to access the right internal iliac vein, the catheter tip detached and migrated into the right pulmonary artery. The clinical team attempted to remove the detached tip with a vascular snare device, this caused the tip to fragment into three additional pieces. These pieces migrated further into the distal pulmonary artery/pulmonary trunk. All foreign bodies were removed using a vascular snare and guidewire tech. The patient was transferred to the ICU for continued observation post procedure.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.